Manufacturer narrative:
Previous admissions for hemolysis reported under MFR number 2916596-2020-06499 and MFR number 2916596-2020-06500. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a heartmate ii to heartmate ii exchange due to suspected thrombus. The patient has had elevated lactate dehydrogenase (ldh) of 600-700 consistently for 4 weeks. The onset date of hemolysis was (B)(6) 2020. The patient had dual IV antiplatelet and anticoagulation, both were at the highest dose. The pump was exchanged using the old inflow and outflow graft. This was the patient's third admission for hemolysis. The patient had an echocardiogram done that revealed left ventricular enlargement, severe global hypokinesis of the left ventricle, right atrial enlargement, thickened aortic valve leaflets with intermittent opening in systole, and mild to moderate aortic regurgitation. The patient was doing well, but had some increased powers and subsequent increases in flow on the new pump after the exchange. The increase in power and flow did not sustain and came back to normal baseline. The patient was extremely dry coming out of the operating room and was given fluids. Technical services reviewed the of file and observed limited data following the implant on (B)(6) 2020. Due to the limited amount of data they were unable to determine if these parameters are associated with a potential clinical condition.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6), and a specific cause of the reported events could not conclusively be determined. (B)(6) was returned assembled with the driveline (dl) cut approximately 4" from the pump housing and the distal portion of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pumps outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The hmii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 04jun2012. No further information was provided. The manufacturer is closing the file on this event.